Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 580 and 590. They went to the dr's office and their meter read 179 mg/dl. They were sent to the ER and received an unk IV. Controls were not used on the device. The device was replaced and requested to be returned for evaluation.